Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor delivers pulse below lower limit) has been confirmed. Upon investigation the monitor failed a pulse test after delivering a low energy pulse. The cause for the pulse test failure was isolated to liquid contamination on the pins of j1002aa on the defib board. The root cause for the contamination was an ingress of unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor that a monitor delivered a pulse below the lower limit.